Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microvascular plug (mvp) migrated upon release. The patient was undergoing surgery for 6mm splenic artery bleeding embolization. It was reported that the mvp was inspected and prepped with no issues noted, there was no product issue alleged, but the plug jumped 1-1.5cm ahead of the targeted area as soon as it was released. As a result, it occludes a polar artery, and was noted the status was implanted and remained in service. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.